Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
The patient reported that her ¿machine¿ stopped working yesterday. When the ¿machine¿ stopped working, it was noted that the patient¿s back really started hurting. The patient¿s device was then turned on and stimulation turned up. The patient reported being able to feel stimulation, but only in one leg. It was noted that this was not the case before yesterday.